Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebn1400 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported by the nurse that the patient underwent PICC placement on (B)(6) 2018. The nurse used the PICC catheter for dressing change on (B)(6) 2018 and found that there were no abnormalities during infusion and blood drawing. However the nurse felt that there was resistance during liquid injection through the connector. After the nurse replaced the connector there was no occurrence of the above mentioned condition. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an occlusion was confirmed, but the exact cause could not be determined. One 4 fr groshong nxt connector was returned for investigation. The connector had been assembled. A segment of groshong tubing was visible within the strain relief oversleeve. The distal end of the catheter extended 1mm from the distal tip of the oversleeve. The remainder of the catheter was not returned for investigation. A yellow colored residue was visible within the crevices of the adjoining ends of the connector. The locking barbs on the proximal connector were marred from being grasped with forceps. An injection cap was observed on the red connector. A label from an external source was attached to the connector. A functional test revealed that the lumen was patent to infusion; however, during infusion, the flow rate instantly reduced and infusion became sluggish. Normal infusion continued to be intermittent. There were periods when water dripped from the distal end of the catheter when the syringe plunger was held down and periods when infusion was unrestricted. No leaks were observed and the flow rate did not appear to be dependent on the catheter position. A piece of translucent material that was approximately 1mm x 1.2mm x 0.7mm was expelled from the proximal end of the extension leg. The loose material was consistent with silicone, but a microscopic examination revealed no material missing from the extension leg. The source of the material was unknown. The sample was forwarded to the manufacturing facility for further review. Reynosa evaluation the complaint due to ¿resistance during liquid injection through the connector¿ is confirmed. According to the sample evaluation the loose material was consistent with silicone but no material missing from the extension leg was observed. The cause of this condition is unknown. A lot history review (lhr) of rebn1400 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that the patient underwent PICC placement on (B)(6) 2018. The nurse used the PICC catheter for dressing change on (B)(6) 2018 and found that there were no abnormalities during infusion and blood drawing. However the nurse felt that there was resistance during liquid injection through the connector. After the nurse replaced the connector there was no occurrence of the above mentioned condition. There was no reported patient injury.